Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 500 mg/dl. The customer stated that the insertion site had poor absorption, which caused her blood glucose levels to run higher than normal. She stated that she had been to the emergency 3 times last year in order to have her insulin replaced. She stated that one of the events occurred in september, during which she had high blood glucose for 6 consecutive days. She noted that on one occasion, she pumped 95 units and she realized something was not working. She stated that she had unexplained high blood glucose leading up to the reported hospitalization. She was wearing the insulin pump at the time of the event but declined troubleshooting for the matter. She was advised to follow up with her doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.